Event description:
Rptr is a physician that has 4 class 4 laser hair removal machines. According to the stature 695.210 these machines have not had independent laboratory testing and certification. Rptr is concerned that the FDA has similar requirements. Rptr has stopped using these machines for fear of injury to the pts and employees. Please respond to this request as soon as possible. Rptr is without the services of these machines but the lease payments go on.